Event description:
A customer contacted beckman coulter inc (bec) customer technical support (cts) to report receiving low pressure air pressure high errors and a leak in the hydro pneumatic and on the floor. The customer stated the leak was coming from the valve that allowed waste to drain from the waste sump into the waste exit sump (valve 16). No injury or exposure was reported.

Manufacturer narrative:
On (B)(4) 2011, a bec field service engineer (fse) found the di water canister was overfilling and back feeding water into the 10 psi system. Fse replaced the bi-level float e switch assembly and primed the system 25 times. Qc was tested and results were acceptable. Fse ordered a new 10 psi pressure regulator. On (B)(4) 2011, a fse installed the new 10 psi regulator and adjusted to specifications. Qc was tested and results were acceptable. Repairs verified per established procedures. (B)(4).